Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose reading is significantly higher than her sensor glucose reading. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised to monitor the issue. No further information provided.